Event description:
It was reported that: "surgeon drilled and measured for acetabular screw. The 30mm screw was opened and inserted into cup. Screw sheared off during the final turns during implantation."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available, then it will be submitted in a supplemental report.